Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch basic meter has a power issue (meter does not turn on). On march 12, 2008, this medical affairs specialist contacted the pt to obtain/clarify more information. It is not clear as to when the reported issue began and when the medical intervention was required. The pt indicated that after the reported issue began, she was unable to obtain blood glucose readings for four days. The pt does not recall how much insulin she took on the day of the hospital visit. On the fourth day after the reported issue started, she had "stuffed" herself with pasta. Within the hour, she fell, and hit her head. The pt did not have any symptoms at the time of concern. When the emergency services arrived, the pt obtained a blood glucose reading that was high (unspecified reading). The pt was admitted into the hospital at an unspecified date and time and obtained a blood glucose reading of 400 mg/dl on a hospital meter. The pt was treated with IV fluid. The pt obtained readings that were both high and low at the hospital. The pt could not specify the duration of her hospital stay. Her diabetes medication regimen and testing frequency did not change prior to and after the hospital visit. During troubleshooting, the customer care advocate verified that the battery has been changed per the owner's manual, and the battery contacts are in good condition. However, the reported issue was not resolved. This complaint is being reported as MDR reportable because the pt claimed she was unable to obtain blood glucose readings for four days, and later was treated IV fluids after a high blood glucose reading was obtained on a hospital meter. Replacement products were sent to the pt.